Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit shut down a few seconds after start up.¿. Upon triage, it was found that the unit shut down few seconds after startup which was isolated to the damaged printed circuit board (pcb). All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device had no charge. During triage on (B)(6) 2017, the service technician found that the unit shut down a few seconds after start up. There was no patient involved.